Event description:
Patient wore lenses frequently (every day to every other day) since purchasing in (B)(6) from online company without a prescription. Marginal corneal ulcer formed and treated with antibiotic eyedrops; corneal scar remains after treatment. Patient instructed to discard lenses and not use further due to risk of corneal damage.